Event description:
Additional information was received from a patient. It was reported that the head injury was unrelated to the device; the patient fell out of bed. It was also stated that the patient went to the emergency room (ER) because of the head injury. The patient also confirmed that the tremors and head injury were resolved.

Manufacturer narrative:
Other applicable components are: product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported that the patient suffered a head injury the past weekend before the report. The patient added that following his head injury they had experienced a return in tremor symptoms on their right side. Patient stated that they needed to adjust their stimulation and contacted their doctor who redirected them to a company representative. Refer to manufacturer report #3004209178-2016-23738.

Event description:
Follow up information received from the manufacturer representative (rep) reported that the patient was seen on (B)(6) and their tremor control was back to normal. Impedances were good except for a short on0/2 on the left side, and therapy impedance was normal. It is unknown if the short was existing or new, and the patient is doing well. On (B)(6) the patient reported that they don't know what led to the head injury, and that it was the result of a nightmare. It was stated that their tremor went away about 8-10 days following the injury, and the head injury and right side tremors have been resolved. See related regulatory report 3004209178-2016-23738.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.